Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose level of 522 mg/dl customer treated with it manual injections. Customer also report that insulin pump had no delivery alarm. Customer will not be returned the insulin pump for analysis.